Manufacturer narrative:
Surgeon against proper instructions implanted same device back into patient, unable to perform any diagnostics.

Event description:
Capsular contracture baker grade 4 left side.